Event description:
It was reported that, "when the surgeon was reaming the patient's calcar with the calcar planer, he felt a potential of a fracture on the patient's calcar. Therefore, he stopped to use it. As a result, the patient did not fracture in this surgery".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.